Event description:
It was reported that the insulin pump had a crack in the display screen. The customer stated that he was working and just noticed the damage. He did not know how the damage had occurred. The blood glucose reading was 172 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit was received with a partial display due to the bleeding cracked glass on the liquid crystal display board. The unit was also received with minor scratches on the liquid crystal display window.